Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side device rupture and capsular contracture grade 4, "discomfort", "16 x 4 mm elongated simple cyst identified", " interruption of its contours observed with abundant silicone material leaking out of the prosthesis, around all of it". The device has been explanted.